Event description:
It was reported that customer experienced repeated cgm error messages identified as cgm error 42 on pump, with same issue occurring three or more times on this device and in prior complaints. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, arrangements were made to provide replacement pump within warranty, shipping details were confirmed, and customer was instructed on storage and transport while problematic pump was to be returned to tandem.